Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to gain patient information have been unsuccessful. Attempts have been made via email and telephone. No tests/laboratory data was available. Other relevant history: no information was available. The instructions for use (IFU) indicates under adverse effects that "as with all catheterization procedures, complications may be encountered with the use of the pressure guide." The IFU also warns, "do not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. Never advance, torque or retract a pressure guide wire which meets significant resistance. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed." The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the wire would not normalized as usual. The wire was disconnected from the connector cable and delivered to the distal of the lesion. The wire was reconnected to the connector cable, but the pd curve was displayed too high. The wire was removed from the body and zeroed again. The wire was re-inserted into the body and normalized again. The wire was disconnected from the connector cable and delivered to the distal of the lesion. The wire was reconnected to the connector cable, but the pd curve did not display. The facility could not recall if there was an error message, just that no pd curve displayed for the second attempt. Visual and microscopic inspection and functional testing were performed on the returned device. The sensor was broken and the distal portion of the sensor, including the majority of the diaphragm, was missing. The remaining portion of the sensor was level in the sensor housing. In addition, there was corrosion at all conductive band solder joints as well as along the proximal conductive band. The proximal conductive band solder joint had also separated and the proximal end of the core wire had been pulled out from the proximal conductive band. An electrical resistance test was performed. The test discovered open connections between all three conductive bands. The wire failed the signal test and was not recognized. No pressure signal was generated. The failure was duplicated during functional testing. The probable cause of the observed failure was open connections in the electrical circuit of the device. The first point of failure was likely at the conductive bands due to damage at the proximal end as well as corrosion at the solder joints. It is possible that corrosion caused the observed separation and damage at the proximal conductive band solder joint. As the effects of corrosion would occur over a period of time, it is more likely that the reported signal loss occurred due to the broken sensor. Because the device was initially functional, the damage to the sensor likely occurred sometime during or after the procedure. However, we were unable to conclusively determine when and how the sensor was broken. There was no patient injury or harm reported.